Event description:
It was reported that the insulin pump alarmed no delivery during a bolus attempt. The caller stated that she gave herself a bolus of 2 units of insulin, but the bolus did not show up in the insulin pump's bolus history. The customer's blood glucose was 23 mmol/l. The caller declined to troubleshoot for the alarm and requested to replace the insulin pump instead. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.